Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an episode of pulseless electrical activity (pea) while in the hospital, and the patient was treated with CPR and was sent to the cardiac care unit, where they experienced another episode of pea. It was noted afterwards that the right ventricular (rv) lead exhibited oversensing and noise in the form of an increased sensing integrity counter (sic), though it was not possible to determine if it was related to the CPR. Detections were programmed off, and the rv lead remains in use. No further patient complications have been reported as a result of this event.